Event description:
Another country affiliate reported adverse response. Five days after the purchase, the pt reportedly visited a general practitioner complaining of redness and ocular pain and was prescribed medication. The pt reportedly "felt worse after the application of the medication." The pt went to a new general practitioner and was prescribed more medication. In 2003, the pt went back to the 2nd general practitioner and was referred to eye an center at a hosp. Exam on the same day revealed pt had a corneal ulcer involving 40-50% of the corneal surface. The corneal cultures tested positive for pseudomonas aeruginosa. The report states the pt was treated with fortified cefazolin, fortified gentamycin and piperacillin ophth drops and oral "ciprobay." No additional info is expected.